Event description:
Per the audiologist, the patient presented at the clinic with a device extrusion. The patient recently transferred from another clinic and reported a history of infection surrounding the implant (date not reported). Reportedly, the previous surgeon "took the ci out twice, cleaned it and put it back in" (date not reported). Explant surgery is scheduled for early 2009. No reimplant plans were reported.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.